Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#(B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4)). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #(B)(4). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4).

Event description:
The patient was transferred from a bed to a chair. The patient started to wriggling in sling and positional changes noticed. As a consequence the patient slipping through sling and sustained head injury which required staples.